Manufacturer narrative:
H6: investigation summary: a sample was not available for investigation, however customer feedback indicates the complaint sample did not prime successfully. The material and lot number of the affected product were not provided to assist the investigation. A device history review could not be completed as no batch number was provided. The details of this feedback were forwarded to the legal manufacturer of the product, caesarea medical electronics ltd. For investigation. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against products manufactured at this manufacturing site.

Event description:
It was reported that the unspecified bd¿ infusion set was blocked and would not prime. The following information was provided by the initial reporter: "nurse spiked the bag with the given set to prime it, although the set did not prime. They tried a new given set and that worked."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ infusion set was blocked and would not prime. The following information was provided by the initial reporter: "nurse spiked the bag with the given set to prime it, although the set did not prime. They tried a new given set and that worked."